Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose level up to 300 mg/dl and had symptoms of atypical thirst and polyuria. The reporter stated that the patient remained on the pump at the time of the call. The reporter reviewed the pump settings with a customer technical support representative and found that the basal and bolus settings were programmed correctly. The reporter also stated that the recorded basal deliveries matched up with the expected total daily dose for the pump. This complaint is being reported because the patient allegedly experienced a hyperglycemic event while on pump therapy due to an unspecified inaccurate delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the pump history showed that the last bolus and the last basal delivery were on (B)(6) 2014. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses added up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. The pump was found to be delivering accurately and within required range at the conclusion of a delivery accuracy test. The alleged complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.